Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Multiple follow up attempts were made by tandem renewals support, however, a response from the customer was not received. There was no adverse impact the customer¿s blood glucose.